Manufacturer narrative:
The device was received and evaluated. Blood was observed on the device. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 15 mmol/l (270 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a new pod was applied and 2 units of insulin was delivered.